Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, "a left side deflation". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 25, 2023, with lot number 1362860. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.